Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink blood set came apart and leaked blood onto the floor. The leak was noted to be coming from right below the filter. This event occurred during infusion. The blood that leaked was not the patients; it was the blood that was being infused. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.